Event description:
It was reported that the device¿s sleep/wake (lock) button was unresponsive, and after a guided restart the button became more responsive. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no need for medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed functional restoration after restart, consistent with a transient user interface responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a temporary device performance issue resolved through standard troubleshooting.